Event description:
Rptr states there have been problems with two pts. On 5/93, the first pt, a young female without other diseases, underwent a six-hour endoscopic sinus surgery with MFR's reusable oximeter probe on her right index finger. Both of her arms were tucked at her sides. She experienced postoperative numbness of the entire middle and distal phalanges of her right index finger. She was seen by a neurologist who found no explanation other than pressure from the probe. The probe worked well through the entire case. The numbness resolved slowly over six months. The second pt, a young female without other diseases, underwent a five-hour jaw surgery with an oximeter probe on her index finger. She had her arms tucked to her sides. She complained of numbness in the pacu, which resolved over the next 24 hrs. The second event occurred on 2/1/94. Rptr suggested that the probes not be used when arm will be tucked at sides during long cases.